Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced incomplete cicatrization of the pocket wound. Dehiscence of the wound was observed as well as purulent and red discharge. The patient has not exhibited signal of fever at this time. No additional information was provided. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced incomplete cicatrization of the pocket wound. Dehiscence of the wound was observed as well as purulent and red discharge. The patient has not exhibited signal of fever at this time. No additional information was provided. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: h6: patient codes.